Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump was received with a no (esc, act, up and down) button response due to flattened button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify rewind, prime/fill anomaly and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to no button response.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 300 mg/dl. The customer was declined to troubleshoot for high blood glucose level. Customer declined troubleshooting for rewinding. The insulin pump will be returned for analysis.